Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile and faulty pump. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884. Troubleshooting was performed for loss of connection between pump and mobile device. It was identified that the customer's mobile device had an incompatible software version not supported by the app. Instructions were provided to resolve the issue, no escalation. Unable to pair device (device not found alert) for minimed 700 series pumps (ble) only. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-6101. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No communication anomaly noted. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, and cracked battery tube threads. No communication between pump and mobile device not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.